Event description:
As reported: physician doing a stenting procedure in the heart of a patient, and the tip came off of the turnpike spiral during the procedure. Another physician was called in and they made the decision to leave it in and not remove the tip out. No intervention was performed, tip was left in patient.

Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A manufacturing record review was completed and no related nonconformances were found. The event description states turnpike tip came off during a stent deployment procedure. No unit of turnpike was returned for evaluation. It is unknown what damages occurred on the tip and shaft. Additional information was requested from the account. No response was received. Per event details, the tip was left in the vessel. No intervention was done.